Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the kit bd max enteric viral panel the customer has false positives with astro in combination with noro, which is a real positive. There was even a triple result for noro, astro and sapo. The customer has repeated these samples on the same instrument and now the results are ok. Patient samples were involved but results were not reported and patients were not treated. No patient impact was reported. The following information was provided by the initial reporter: after recent normalization of one of the instruments (ct2390) there are new problems with this assay, but there are now false positive reported (run 569) for astro in combination with noro (which is a real positive). There is even a triple result for noro, astro and sapo. The customer has repeated these samples on the same instrument and now the results are ok (run 571). Reports and csv's are attached. According to the customer they have some more issues with the evp on other instruments. She describes some doubtful results after the investigation of the curves in run 550 for a8 (doubts about the result for adeno), b3 and b7 (noro). And another one in run 576 (ct2390): doubts about b11 nov where they believe that hastv is a real positive. Was it clear that the results were incorrect/unreliable? For a number of samples, yes. It is extremely unlikely, to have many positives and then double infections in 1 run. For a number of samples, we also did not see a nice curve. For a number of samples, it is doubtful, because we see a curve, but not high. Does the client always check the curves? Yes. Is confirmation testing always performed? No. Were patient samples involved? Yes, all patient samples. Were erroneous results reported to the clinician? No. Were patients treated on the basis of erroneous results? No.

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the bd max enteric viral panel (ref. 443985) lot 2117444 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max enteric viral panel indicated that the lot was manufactured according to specifications and met performance requirements. Manual pcr curve adjudication of the discrepant samples in runs 569 and 576, performed following the instrument normalization revealed curve anomalies. After review by a bd instrument quality engineer, further investigation is required to assess possible normalizer drift. This information was transferred to the bd technical service for further investigation. Manual pcr curve adjudication of all other samples, mentioned by the customer in the complaint text (run 550 / positions: a8, b3 and b7) and run 571/ positions: a3 and a4), was also performed. Although the customer reported no issue observed in run 571, pcr curve adjudication shows two strong nov positive results with no anomaly observed in the curves. This suggests true positive results. Pcr curves of positive samples in run #550 revealed late and low but true amplifications without anomaly indicative of true low positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel products lot 2117444. The root cause was not identified. However, positives samples at the limit of detection of the assay or an environmental / cross contamination can explain the customer¿s positive results in run 550, and an instrument service ticket was opened to assess a potential normalizer drift on instrument ct2390. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no reagent issue was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that while using the kit bd max enteric viral panel the customer has false positives with astro in combination with noro, which is a real positive. There was even a triple result for noro, astro and sapo. The customer has repeated these samples on the same instrument and now the results are ok. Patient samples were involved but results were not reported and patients were not treated. No patient impact was reported. The following information was provided by the initial reporter: after recent normalization of one of the instruments (ct2390) there are new problems with this assay, but there are now false positive reported (run 569) for astro in combination with noro (which is a real positive). There is even a triple result for noro, astro and sapo. The customer has repeated these samples on the same instrument and now the results are ok (run 571). Reports and csv's are attached. According to the customer they have some more issues with the evp on other instruments. She describes some doubtful results after the investigation of the curves in run 550 for a8 (doubts about the result for adeno), b3 and b7 (noro). And another one in run 576 (ct2390): doubts about b11 nov where they believe that hastv is a real positive. - was it clear that the results were incorrect/unreliable? For a number of samples, yes. It is extremely unlikely, to have many positives and then double infections in 1 run. For a number of samples, we also did not see a nice curve. For a number of samples, it is doubtful, because we see a curve, but not high. - does the client always check the curves? Yes. - is confirmation testing always performed? No. - were patient samples involved? Yes, all patient samples. - were erroneous results reported to the clinician? No. - were patients treated on the basis of erroneous results? No.